Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was admitted for suspected pump thrombosis. The patient became inpatient and started on bivalirudin and the patient status was upgraded on the heart transplant list. The patient underwent a heart transplant on (B)(6) 2019. No additional information provided.

Manufacturer narrative:
Device evaluation: thrombus was confirmed via the evaluation of the pump. The pump was returned with the driveline cut approximately 11¿ from the pump body and the severed portion was not returned. The sealed inflow conduit and sealed outflow graft were returned and were secured to their respective pump ports. Examination of the outlet stator/rotor outlet section revealed tissue-like depositions situated in-between the outlet bearing ball and stator blades. The formations were not laminated and did not display evidence of denaturation. The presence of contact marks on the rotor¿s outlet section indicates that the depositions were present in the outlet stator at some point while the rotor was spinning, and the pump was supporting the patient. The origin of these depositions and a duration of time for which they were present in the pump could not be conclusively determined through this investigation. Examination of the remaining pump blood-contacting surfaces revealed no adhered depositions or thrombus formations. The rotor, bearings, and other blood-contacting surfaces were viewed under a microscope. No anomalies were noted. Examination of the returned portions of the driveline found them to be unremarkable. Electrical continuity testing of the wires found no discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop and functioned as intended. The heartmate ii lvas IFU lists thrombus as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system and outlines the indications of thrombus, as well as how to respond to such events. Information regarding recommended anticoagulation therapy and inr range is also provided in this document. Incidental findings visual inspection of the driveline potting inside the pump outlet housing (interior of the cable boss) noted that the potting had an opaque, reddish color and smooth surface. There was no evidence of fluid ingress into the surrounding space. The issue appeared to only be cosmetic and the cause could not be conclusively determined. No further information was provided. The manufacturer is closing the file on the event.